Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. All available patient information was included. Additional patient details are not available.

Event description:
The customer observed a false elevated magnesium result generated on the architect c4000 analyzer for one sample. (Customer's reference range 1.6 - 2.6 mg/dl). The customer was unable to provide specific data but reported; however, the customer reported the patient initial result was 6 something and when run on another instrument result = normal range. No impact to patient management was reported.

Manufacturer narrative:
The field service representative (fsr) inspected the instrument and performed multiple troubleshooting procedures including manually cleaning the cuvettes and part replacement. However, a definitive cause of the falsely elevated result was not identified, therefore, the architect c4000 serial number (B)(6) was considered the likely cause. The instrument service history review revealed no additional service tickets associated with discrepant/erratic results. There were no additional service or complaint issues on or around the date this complaint was initiated that may have contributed to this issue. A review of the scorecard identified no similar issues related to the architect system, likely cause parts, or discrepant results as described. A review of historical data found no non-conformances related to the current complaint. Labeling was reviewed and provides adequate information regarding the troubleshooting of erratic/discrepant results. Based on the investigation, no systemic issue or deficiency for the architect c4000 processing module for (B)(6) was identified. All available patient information was included. Additional patient details are not available.